Event description:
It was reported that the insulin pump had a blank display after it fell on the floor. There were no signs of physical damage. The customer's blood glucose was 233 mg/dl. While on the phone, the customer tried opening the battery cap and stated that the display returned and no the insulin pump was alarming batter out limited. The customer was unable to remove the cap. The customer was advised that the insulin pump needed to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had battery cap damage due to a stripped coin slot. The drive support disk was inspected and no anomaly was noted. No battery out limit alarm could be verified and the operating currents could not be tested due to the blank display. The insulin pump had a blank display due to a loose battery tube connector. The insulin pump was received with cracked battery tube threads and a cracked reservoir tube lip.